Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the investigation.

Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. Arjohuntleigh received a customer complaint indicating that as the consequence of transferring the patient with the passive lift: maxi move, the resident received the arm injury. Upon the course of the investigation it was confirmed that prior to the lift usage, the resident had the wound on the involved arm that had not been protected at the time of the complaint issue. When reviewing similar reportable events for maxi move devices, we have found a low number of cases related to the failure: patient not suited for use with the device, since that appears to be most related according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. When the event occurred, the device was used for treatment of a person and in this way it played a role in the event. The hoist was processed through a function test by the arjohuntleigh representative, that visited the customer site after the incident, and it found to be in full working order. Therefore it appears the device was up to specification at the time of the incident. Based on the above, this event does not appear to have been caused by lift or sling malfunction. From the information obtained and documented in the complaint file, it appears more likely that the sling irritate the existing patient's arm wound that consequently lead to serious outcome. The evaluation appears to be in line with an use error having occurred. Arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. If the instruction for use (IFU) would have been followed, and the professional assessment of the patient before transfer would be provided, the event would have been avoided. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015, arjohuntleigh received a complaint where it was indicated that after positioning the pt in the chair with the maxi move lift, the pt sustained the wrist/arm injury. The injury was described as: "laceration that resulted in sutures". The hoist was processed through a function test by the arjohuntleigh representative that visited the customer site. The device was in full working order, no product malfunction was found. Further info confirmed that the resident had a pre-existing injury on the wrist/arm that had not been protected before using the involved device.